Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a right arrow key on keypad not working was confirmed and reproduced during product evaluation. This condition was due to micro-processor unit (mpu) board failure. The j8 and j9 connector on the mpu board was tightened to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an ipump with a condition of "right arrow key is not working". This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.